Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: device date returned to manufacturer: april 08, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the suspect product revealed there was no issues identified that would have contributed to the complaint event. No further evaluation was performed. The complaint issue could not be confirmed during product evaluation, and no issues were identified. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the monofocal intraocular lens had been explanted because of unresolved dysphotopsia. The lens was removed and replaced with another company lens. There was no injury, and surgical and medical interventions are required. The patient post status is unknown. The product is being retuned. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.